Event description:
It was reported that prior to implant, the device was still in the box and was at elective replacement indicator (eri). The device was re-interrogated and the device still indicated eri after re-programming. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).